Manufacturer narrative:
A lot number was not provided for the bottle of test strips, so it was not possible to determine a MFR date.

Event description:
The customer stated that, she tested her blood glucose and rec'd a reading that she thought was high. She also mentioned that the bottle cap may have been open when she rec'd the bottle of test strips. The customer did not allege any adverse events. The customer had used up the test strips, so no product is available for evaluation. A replacement bottle of test strips will be sent to the customer.